Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver charged and will reboot. The received download failed; unable to get the receiver to communicate with the dexcom global receiver communication tool and a "call tech support error err69" error message was observed on screen of the receiver. A final functional test was unable to be performed; unable to get receiver to communicate with the functional test station. The complaint is unable to be determined with the returned receiver. The root cause could not be determined post investigation.